Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
It was reported that the ventilators o2 light emitting diode (led) indicator was not coming on. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the keypad overlay to address the reported issue.